Event description:
The initial reporter received questionable albumin gen.2 results from several patient samples tested on the cobas 6000 c501 module. The reporter provided one example of discrepant results: the initial result from the module was 15.14 g/dl. The repeat result from another module was 4.41 g/dl. The initial result was not reported outside of the laboratory. The repeat result was deemed correct and reported.

Manufacturer narrative:
The reagent lot number is 81210001, with an expiration date of 30-sep-2025. The field service engineer (fse) inspected the module and performed a failed precision test. He checked the pipetting and rinsing mechanisms and found an issue in the reagent probe trail that caused the probe to vibrate during movement. He also found a leak in one of the solenoid valves. He replaced the parts and performed a successful precision check. The investigation determined the event was consistent with an instrument-related issue (reagent probe and solenoid valve). The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.